Manufacturer narrative:
H3 other text : the asp provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer did not want to pay for the repair.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the battery need to be replaced. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.